Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that, regarding the patient's external device, "it's not working, it stopped working". The patient had just talked to their nurse, who came to fill the pump on 2025-04-16, and the controller wouldn't deliver a bolus. Per the patient, it kept "kicking them out" and restarting. It would not work and there was a system error stating to restart. The patient also stated that it would get stuck at 90%. The patient was in a lot of pain. Patient services assisted thepatient in clearing data and connecting to the pump. The patient confirmed that they were able to successfully connect to their pump as quickly as it was for the first time. Troubleshooting steps taken with patient services resolved the issue. Additional information was provided from a consumer stated that for the past month or so, it has been taking forever to connect to the pump to bolus. The patient clarified as the percentage got to 90% and 'takes forever' to progress through to finish when attempting to request a bolus. The patient stated that they called 'a couple months ago¿, and the representative walked him through a reset, later stated clearing memory, and it worked for a week or so, where they would connect 'in seconds,' but then it started doing the same thing again. The patient mentioned having 12 minutes left in an expected lockout. The agent walked patient through clearing data.